Event description:
It was reported that upon receipt of the product at the user facility, a piece of cardboard was found in the sterile packaging of the hood. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Add'l info will be submitted once the device is rec'd and the quality investigation is completed, if add'l info is obtained and requires reported. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.